Event description:
A malfunction was reported, identified by the code malf 16, and the issue was deemed non-resettable. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming that it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was guided on placing the pump into storage mode before returning it and acknowledged the instructions to return the malfunctioning pump via a pre-paid label within ten days.